Event description:
Wound vac removed prior to discharge. 1 black sponge and 2 silver contact layer pieces were removed; however, 1 white, packed, non-adherent sponge was neither identified nor removed. Patient was discharged to an outside rehabilitation facility with an unintentionally retained foreign object (i.e., the white, non-adherent sponge). Design concerns: 1. White color makes sponge easily mis-identifiable as granulation tissue or some other organic matter due to saturation; 2. Lack of radiopaque feature unnecessarily makes identification and location more difficult when retained.